Event description:
It was reported that approximately 6 years and 6 months following the implant of this transcatheter bioprosthetic pulmonary valve, an elevated gradient, mixed stenosis, and regurgitation were noted. The treatment provided was a balloon dilation and a valve-in-valve procedure using a non-medtronic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image was provided for review. There was a report of a possible melody with balloon dilation diagnosed because an elevation of the peak gradient of 20mm/hg, however we do not know what the post procedure gradient and the diameter was the homograft reached previous the implant of the melody. It would be helpful to get the report of the melody implant to try to understand what the performance of the melody valve through the time and the possible causes of the elevation of the gradient was. As listed in the instructions for use (IFU), the following list includes potential device-related adverse events that may occur following tpv implantation: valvular dysfunction (stenosis or regurgitation). Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of this transcatheter bioprosthetic pulmonary valve, an elevated gradient, mixed stenosis, and regurgitation were noted. The treatment provided was a balloon dilation and a valve-in-valve procedure using a non-medtronic valve. Additional information was received that the melody valve was initially implanted within a pulmonary homograft. Prior to the valve-in-valve, the baseline right ventricle-pulmonary artery peak gradient was approximately 20 mmhg via catheter measurement. Following the non-medtronic device implant, the gradient was 6 mmhg. The noted regurgitation was mild central regurgitation.

Manufacturer narrative:
Image review: one static image was provided for review. There was a report of a possible melody with balloon dilation diagnosed because an elevation of the peak gradient of 20mm/hg, however we do not know what the post procedure gradient and the diameter was the homograft reached previous the implant of the melody. It would be helpful to get the report of the melody implant to try to understand what the performance of the melody valve through the time and the possible causes of the elevation of the gradient was. As listed in the instructions for use (IFU), the following list includes potential device-related adverse events that may occur following tpv implantation: valvular dysfunction (stenosis or regurgitation). Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.